Manufacturer narrative:
Clinical conclusion: there is a temporal relationship between the event of hernia and pd therapy on the liberty select cycler. There is no documentation in the complaint file to show a causal relationship for this hernia. Additionally, there is no allegation of a machine malfunction or deficiency related to the hernia event. Hernias are a known complication of pd therapy as a result of increased abdominal pressure and deteriorated connective tissue. Based on available information the cause of the hernia cannot be determined. Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported that this female patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) had a hernia of fascia (unknown date). No additional information was available. It is unknown if the patient underwent a hernia repair for this event. Per the peritoneal dialysis registered nurse (pdrn) there are no medical records available for this event and pd therapy could have contributed to the hernia. This patient has several comorbid conditions that have complicated her health status over the last year and has a history of hernias (unspecified). The patient has transitioned between pd and hemodialysis (hd) and is currently completing hd.